Event description:
It was reported that the user experienced post-exercise hyperglycemia after removing the ilet pump for cycling and requested a feature to enter activity duration and intensity so basal delivery adjusts during varied activities such as walking, biking, weightlifting, and hiking. Symptoms included elevated blood glucose levels. Outcomes included no reported hospitalization, no alerts or alarms, and a need for additional information from the user to clarify the cause. Investigation included attempts to contact the user for more details. Investigation of this case revealed that the cause of the hyperglycemia remains unclear due to insufficient information and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.